Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination of the device found slight distal stent damage with one strut slightly raised. Damage was also noted at the distal edge of the bumper tip. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. No kinks or damage were identified along the hypotube or extrusion shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 07-mar-2016. It was reported that crossing difficulties were encountered. The 95% stenosed, 18mm in length target lesion was located in the mildly tortuous, severely calcified, and 2.25mm in diameter left circumflex artery. A 2.25x20mm promus element¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.